Event description:
An international distributor reported a customer's pads are not recognized by the AED. They reported this did not occur during patient use.

Manufacturer narrative:
This AED nor the original pads were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service after new pads were installed.